Event description:
It was reported that the patient is having a relapse of symptoms because the therapy is turned off. Caller said the patient charged the implanted neurostimulator all day yesterday, but it doesn't do any good if therapy is off. Caller stated that they can not get connected to the patient's therapy because they are receiving a no communicator found message. Agent assisted caller with pairing the communicator. Agent ensured that bluetooth and location were turned on, location was turned off. Agent had caller turn location on. The troubleshooting steps that were taken on the call resolved the issue and caller successfully connected to the implantable neurostimulator (ins) and turned patient's therapy back on. Caller stated that they don't know how the stimulation turned itself off, because the patient always recharges their implant. The patient was redirected to their healthcare provider to further address the issue if issue persists.

Manufacturer narrative:
B3: date is estimated; month and year are valid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.